Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after an episode of ventricular fibrillation (vf) where defibrillation therapy did not convert the arrhythmia. The device delivered four shocks with a fifth shock not being delivered. The patient was stable, cognitive and was admitted to the hospital. The caller noted the s-ECG showed a flat line. Additionally, the arrhythmia looked agonal, degrades and becomes very small with some undersensing and shock impedances were 199 ohms. A boston scientific engineer reviewed the images which did not look like asystole but more likely to be artifact. The patient¿s heart rate was detected below the 150 bpm after the fourth shock was delivered. Therefore, it seemed reasonable to assume that the patient had some type of a type two conversion following the fourth shock. The engineer recommended review of system placement. A revision procedure was performed the following day. The electrode was repositioned so the sternal portion of the lead was right against the sternum. Shock impedance was 87 ohms following the procedure and defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported.